Event description:
Report received from USA stating that the device heated up. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info become available, a supplemental report will be sent. Ref: # (B)(4).